Event description:
The account alleged the pt position module will not set on this bed. No pt impact.

Manufacturer narrative:
The technician found the pt position module functioned as designed, no repair needed.